Event description:
Physician initially reported his observation of corneal clouding one day postoperative. Consulting surgeon confirmed pt did not have corneal clouding but iol clouding. Lens was removed and replaced by the consulting physician.

Manufacturer narrative:
The device was not received for analysis. Product met mfg specifications prior to release. Cause of this event is undeterminable.